Manufacturer narrative:
Additional suspect device component involved in the event: model#: sc-2352-70, serial#: (B)(4), description: linear 3-4 lead, 70cm.

Event description:
A report was received that the patient was experiencing worsening pain. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing worsening pain. The patient will undergo an explant procedure.